Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement procedure the port allegedly separated. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one x-ray image was provided for review. The x-ray image shows a port in the right chest. There is a catheter separated from the port with the proximal end appearing to be under the clavicle. The distal tip is not visible. There does not appear to be a remnant of the catheter attached to the port. Therefore, the investigation is confirmed for the reported suction problem and identified disconnection issues. However the investigation is inconclusive for the reported fracture and material separation issues as the physical sample was not returned for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent powerport placement procedure. After the procedure, the catheter allegedly separated. It was further reported that the catheter allegedly found to be fractured. Further, the catheter had a suction problem. There was no reported patient injury.